Event description:
Additional information received 17dec2025. At a "later point in the procedure" the dilator was advanced over another manufacturer's soft access wire back into the sheath when the hub of the dilator broke. The femoral access site was normal, and no resistance was felt upon insertion or advancement of the sheath. A new cook 12fr sheath's dilator was used and the procedure was completed successfully.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional/corrected information: b5, d9, h6 (annex a). H3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an aortic intervention case involving implantation of a cook iliac branch device, a flexor high-flex ansel guiding sheath's dilator tore and "ripped open" as the sheath was advanced over another manufacturer's wire guide. Per the reporter, the wire worked well. Another sheath was opened, and the dilator from the new set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: the lot is possibly 16391670; however, this has not been confirmed. E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
. Summary of event: as reported, during an aortic intervention case involving implantation of a cook iliac branch device, a flexor high-flex ansel guiding sheath's dilator tore and "ripped open" as the sheath was advanced over another manufacturer's wire guide. Per the reporter, the wire worked well. Another sheath was opened, and the dilator from the new set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information received 17dec2025. At a "later point in the procedure" the dilator was advanced over another manufacturer's soft access wire back into the sheath when the hub of the dilator broke. The femoral access site was normal, and no resistance was felt upon insertion or advancement of the sheath. A new cook 12fr sheath's dilator was used and the procedure was completed successfully. Investigation evaluation: reviews of manufacturing instructions, drawings, specifications, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The dilator hub was received upside down and was easily removed. There was no evidence of dilator tubing inside the hub, and the dilator tubing flare was small. The lot number was not provided to cook, and a global shipment search was unable to definitively determine the lot; therefore, the device history record and complaint history could not be reviewed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence that additional devices manufactured out-of-specification exist in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency contributed to this event. Responsible personnel were notified. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.